Event description:
The pt came in complaining of pain. The surgeon determined the fixation of the stem was no longer good. The surgeon described the problem as "potting" meaning the distal part of the stem had good connectivity with the bone but the proximal part of the stem had loosened. The initial stem was pressfit and not cemented. The surgeon performed a revision and implanted a cemented stem.